Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with vertebral compression fracture l4 involved in the balloon kyphoplasty procedure. Levels implanted- l4. It was reported that intra-operatively, during inflation ibt ruptured at too low of a pressure and volume was used with analog atrion inflation syringe. Pressure prior to rupture 200ps. Balloon rupture at low pressure. There was no delay in overall procedure time. Patient was not hospitalized prolong as a result of this event. There were no patient symptoms or complications reported as a result of this event. Procedure was completed with original product. Patient is alive and no injury.